Event description:
Description of event according to initial reporter: doctor attempted removal of a celect platinum ivc filter that was placed in (B)(6) and tried to collapse the filter legs using our set, ensnare, multiple wires and catheters, and even our 16 fr large bore sheath. After ~45 minutes, the filter struts would still not collapse and the filter was slightly tilted so the doctor ended up tilting the filter further to try to collapse it inside the sheath. Unfortunately, one of the filter struts broke off our celect platinum filter in the patient's pulmonary artery when the doctor was pulling to collapse the feet and it snapped in half so he had to just leave it there. He couldn¿t get the feet to collapse, even with 16fr large bore sheath. Patient outcome: both ivc filter and fractured leg fragment have been left in patient. Patient received a computed tomography (CT) scan the following day and is not showing symptoms to support further retrieval attempts. The patient needed a CT scan to show where the filter and dislocated leg ended up but they are not recommending that the filter or leg be surgically removed due to the patient's age and thrombus still present in the filter.